Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 11,2022.

Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient experienced a wound infection with was unsuccessfully treated with oral and topical antibiotics. A skin revision was performed under a general anaesthetic.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to unresolved infection. This report is submitted on may 6, 2022.